Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell. The technical service representative (tsr) reviewed the setup. The clamps were all open on the unused lines. The tsr explained the alarm and advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated the hp did contact her on the same day the alarm occurred, but she did not notify her of the alarm. The nurse stated the hp was doing well on therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 alarm was confirmed. The cause was determined to be a use error. The sample was not available and the lot number was unknown therefore no sample evaluation or batch review was performed. A label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.